Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after use with a bd vacutainer® sst¿ blood collection tubes clotting occurs after centrifugation. The patients have to be re-drawn. The following information was provided by the initial reporter: it was reported that the tube are clotting. Resulting in sample re-draws.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to fibrin were observed. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (fibrin) because the defect was not evident in the testing of the customer lot samples. Evaluation of both retain and control samples tested were acceptable. Evaluation demonstrated clinically acceptable performance for all visual observations evaluated. In addition, retention samples were inspected visually and no issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. This complaint is not confirmed with respect to fibrin. H3 other text : see h10.

Event description:
It was reported that after use with a bd vacutainer® sst¿ blood collection tubes clotting occurs after centrifugation. The patients have to be re-drawn. The following information was provided by the initial reporter: it was reported that the tube are clotting. Resulting in sample re-draws.